Manufacturer narrative:
On april 10th, 2025, a customer reported that the c-arm descended without user input on a 3dimensions (serial number (B)(6)). The customer restarted the system and did not observe the behavior again. A field service engineer (fse) observed error ¿stuck switch fault ¿ left footswitch disabled¿. The left footswitch was replaced. The part was not returned. Because of this, no initial evaluation was performed. The footswitch was 609 days old from the install date to the date of replacement. Because the part was not available, the investigation is limited to a complaint review. There were two complaints against the right-side footswitch which was then replaced on (B)(6) 2024. There were no prior complaints against the left-side footswitch until this one. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: 3dm-sys-std. Serial number: (B)(6). Date of manufacture: 2/28/2023. Installation date: (B)(6) 2023. Incident date: 4/10/2025. Date of part manufacture: unknown. DHR review summary: there were no noted discrepancies related to the footswitches or uncommanded motion.

Event description:
It was reported on april 10th, 2025, that the c-arm on a 3dimensions mammography system began to move in a downward motion without command. A field engineer was dispatched to examine the equipment and determined that the uncommanded c-arm motion was due to a stuck left foot switch. The field engineer replaced the left foot switch and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.